Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device logs found a single occurrence of a defib pacer failure message. The device was put through extensive testing including bench handling and defib/pacing functional stress testing using known good test accessories without duplicating a malfunction to the device. As a precaution, the processor/bridge/pace board was replaced and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old female patient, the device displayed a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.